Manufacturer narrative:
Concomitant product(s) : product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0e06g, implanted: (B)(6) 2013,: product type: lead. (B)(4).

Event description:
A healthcare provider and a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that the patient was allergic to aspirin, antiseptic iodine, latex, opioids- morphine analogues, and penicillins. She had been diagnosed with type 2 diabetes mellitus without complication, pure hypercholesterolemia, gout, essential hypertension, and hydronephrosis. She also had an abnormal heart beat, emphysema, and was partially blind. The patient had been diagnosed with renal colic and had a ureteric stones that were lasered and removed in (B)(6) 2013. She was still having right flank pain and a lasix renal scan was planned to rule out obstruction. On (B)(6) 2014, cramping in the right costovertebral angle persisted, it may have been present for years, and the patient was convinced it was kidney pain. The current renal ultrasound showed no hydronephrosis and a lasix renal scan was planned. On (B)(6) 2014, the half-life with lasix was 10 minutes, there was no obstruction, the pain was not related to the kidney, and it was likely muscular. The patient was reassured. On (B)(6) 2014, she still had pain that was worse with movement. It was painful to lift her right leg, she was advised that it was not related to the kidney, and advised to see her primary care provider. The patient was diagnosed with female stress incontinence and had been dry since having a sling in (B)(6) 2009. She had also been diagnosed with increased frequency of urination, nocturia, and urge desire to urinate. She had a "urine finding" and her fluid intake was increased, despite taking a lemon juice concentrate that was diluted and sweetened. She was to start on citrate tablets. She had also been diagnosed with urge incontinence of urine. The patient was very pleased since the interstim was put in (B)(6) 2009. She had no urgency or urge incontinence, no nocturia, and had a "front door" reflex at times. On (B)(6) 2014, the patient was doing well and no additional treatment was needed. On (B)(6) 2015, the patient was doing great during the day and only had urge incontinence of urine at night on occasion. No additional treatment was desired. The patient had a paravaginal repair and ever since she got out of surgery, it "started acting up", she suddenly couldn't hold her urine anymore, and it was just coming down. There was a loss of therapy and it was noted that radiation therapy could be related to the issue. The doctor who performed the surgery told her to contact the manufacturer. The patient's chief complaint was follow-up for increased frequency of urination at an appointment on (B)(6) 2015. The patient presented with the following interstim programming: 0 negative, 1 negative, and 3 positive at amplitude 0. In a lead evaluation, electrodes 1, 2, and 3 were "positive impedance/open circuit leads." The battery results were okay. The patient was not feeling stimulation and felt that the unit was working. Her healthcare provider told her that therapy wasn't turned off, but it was turned down to zero. Someone from the managing healthcare provider's office thought that someone turned therapy down and forgot to turn it back up again, but the patient thought that didn't happen. The patient thought that "whatever machines and things kind of tripped it and knocked it off." The amplitude was changed from 0 to 1.4 and evaluation of configurations and sensations was done. On 0 negative, 3 positive the patient felt stimulation sensation in the gluteus maximus. The final interstim configuration was 0 negative, 3 positive at amplitude 1.4. There were errors noted with interrogation, but they were able to achieve sensation without discomfort in the perineal area. The patient experienced awareness of the sensation without pain. After it was turned back up, the patient didn't feel the stimulation sensation where she usually felt it; she felt it in her rectum and her hip and now she was having a hard time moving her bowels and peeing. Stimulation was noted to be in the wrong location. The patient was told that there was nothing wrong with the device, but she thought there had to be something wrong because when they turned it on, the stimulation was in a different spot. At a later appointment, the patient's chief complaint was follow up for urge incontinence of urine. The patient felt the unit was working. The patient had multiple issues and various pains. The patient had used program 1 one hundred percent of the time. Electrode impedance values were between 507 and 2213 ohms. Multiple adjustments were made but following completion of adjustments, the patient once again expressed intense discomfort. Following 35 minutes of adjusting the patient stated that it felt fine and then moved and stated there was intense pain. The unit was turned off and the patient would evaluate various pains that she has been having now that the unit was off, so that evaluation of cause and effect could be made. Troubleshooting included interrogation, reprogramming, and requesting a voiding diary. The unit was shut off and the pain persisted. The healthcare provider planned to contact a manufacturer representative for advice concerning this case. The device stopped helping the patient with controlling her symptoms and a nurse could not adjust it. The patient was to return to her healthcare provider office on (B)(6) 2015. See MFR. Report #3004209178-2014-00585 regarding other issues the patient experienced with a previous device.